Manufacturer narrative:
At analysis the device failed its incoming testing on ventricular amplitude, ventricular blanking pace pulse interval and cross pacing. During repair the calibration failed several times and during its final test an error code generated. Awaiting customer approval of repairs and if granted the main board will be replaced and all final tests run to ensure the device conforms to all specifications. It was further reported that the cost of repairs was not approved and that the device was requested to be returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.